Event description:
Underdelivery reported. An infusion of total parenteral nutrition was started on 12/25/1998. On 12/26/1998 in the morning, the pump alarmed infusion complete, but when the bag was checked, approximately half of the amount remained in the bag. The anti-siphon valve was off. The pt had been able to eat more that day and so no pt harm was reported, and the uninfused portion was not later infused. The customer feels that the problem is with the tubing, not with the pump.